Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash on his back under the therapy electrodes. The patient's physician reportedly instructed the patient to wear a thin cotton tshirt under the lifevest, however this was not possible as it prevents the lifevest from making proper contact with the patient's skin. The patient removed the tshirt and was instructed by zoll support services to increased their garment changes and dry the areas with a towel throughout the day. No other medical intervention was sought. Follow up indicated that the rash healed.